Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: red particles in the shell and gel, yellow biological tissue in the shell, broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior assessed as a surgical impact opening, for the non-penetrating nicks in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, silicone migration, and rupture.

Event description:
Patient reported a left side intracapsular rupture with lymph nodes with silicone. Healthcare professional additionally reported "muscle contracture 4 baker grade". The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6; b.5; b.6; g.1; h.6.

Event description:
Patient reported a left side intracapsular rupture with lymph nodes with silicone. Additionally, healthcare professional reported muscle contracture 4 baker grade and rupture. Devices have been explanted and replaced with a non-abbvie devices.